Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a functional display check , voltage check, hi pot test , patient hi pot test, current leakage test and voltage check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. There was no burning smell or signs of thermal decomposition found at any point during the investigation. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported the patient¿s liberty cycler experienced a burning smell occurred in setup. The patient stated they had a power outage and after the power outage occurred there was a burning smell coming from the back of the cycler near the vents. At that point, the patient was advised to discontinue replaced cycler due to the burning smell. The issue occurred prior to treatment. There was no harm, or adverse event associated with the event. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient and pdrn stated when the patient woke up after treatment was completed, they observed a burning smell and smoke coming from the machine. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the patients liberty cycler experienced a burning smell occurred in setup. The patient stated they had a power outage and after the power outage occurred there was a burning smell coming from the back of the cycler near the vents. At that point, the patient was advised to discontinue replaced cycler due to the burning smell. The issue occurred prior to treatment. There was no harm, or adverse event associated with the event. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient and pdrn stated when the patient woke up after treatment was completed, they observed a burning smell and smoke coming from the machine. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.